Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. The caravel microcatheter was returned with the concomitant guide wire for evaluation. Tip separation was confirmed on the returned microcatheter. Stretching of the tip polymer was observed at the torn end with circumferential cracks attributing to tensile stress. Measurement of the returned microcatheter suggested that the tip was torn at approximately 2mm of the tip where the distal end of the underlying braid tube located. Noticeable damage like a kink that could contribute to the observed tip separation was not confirmed on the concomitant guide wire. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation of the microcatheter. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the heavily calcified cto, causing tearing of the tip. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had detached during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in #4 atrioventricular branch (av) of the right coronary artery (rca). Stent deployment was first performed in #4 posterior descending branch (pd) of the rca. The physician then began to treat the lesion in the av and delivered the caravel over an asahi sion blue guide wire when resistance was met with the lesion. The microcatheter was removed when its tip became detached and left in the artery. Because blood flow had already reestablished by successful recanalization of the pd and the patient was hemodynamically fine, the physician determined to leave the tip fragment in the artery and completed the pci. There were no adverse patient effects associated with this event.